Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device bearings were worn out and defective. The device also failed pretest for check general condition and noise, check the untrue running, check the free movement and check pins length of cone sleeve. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the ao reamer attachment device (acetabular and medullary reaming) for trauma recon system device would not run. There was an unspecified amount of delay to the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.